Event description:
A renegade hi flo catheter was being used for a therapeutic procedure. Upon removal of the catheter, the proximal catheter had broken. Another catheter was used instead.

Manufacturer narrative:
This device will not be returned for evaluation. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. Co's directions for use outline proper placement, access and maintenance for this device.